Event description:
Allegedly, patient revised due to pain, popping, grinding, hard to walk, sit, bend, etc. Inflammation, hypersensitivity. (Left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00535.